Event description:
Information received from medtronic indicated that the customer reported the insulin pump battery cap was damaged, pump had a blank display and pump rattles with or without reservoir. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer will discontinue to use of device. The product will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received from medtronic indicated that the customer reported the insulin pump battery cap gold contacts were damaged. Customer also reported pump had a blank display and pump rattles with or without reservoir. Troubleshooting was performed. No harm requiring medical intervention was reported the product will be returned for analysis.

Manufacturer narrative:
Unable to confirm battery cap contact missing/damaged due to pump received without the original battery cap. A test battery cap locks securely into place. The pump powered up properly after battery installation. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. The pump was monitored for several hours, no blank display and rattling anomaly noted. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file on the event date. Low battery alert was recorded and found in the formatted history file on: 10/08/2022 20:44:00.000. Insert battery alarm was recorded and found in the formatted history file on: 10/08/2022 22:33:38.000. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 02-nov-2022 at 10:17:59 am. There was no power data available for the date of 08-oct-2022 at 20:44:00.000. Unable to check power data for low battery alert. No low battery alert noted during the testing. No delivery alarm/insulin flow blocked alarm was found in the formatted history file on: 10/08/2022 14:13:11.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. Please see below for pump errors/alarms noted 1 week prior to the event date 13-oct-2022 in the formatted history file.  Sensorexpiredalert (794) was recorded and found in the formatted history file on: 10/13/2022 14:02:22.000. Lostsensor1alert (780) was recorded and found in the formatted history file on: 10/13/2022 05:13:00.000, 10/13/2022 05:23:00.000, 10/13/2022 15:53:00.000. Lostsensor2alert (781) was recorded and found in the formatted history file on: 10/13/2022 16:13:00.000. Sensorsignalnotfound (796) was recorded and found in the formatted history file on: 10/13/2022 16:46:00.000. Sensorerroralert (801) was recorded and found in the formatted history file on: 10/13/2022 21:07:25.000, 10/13/2022 21:42:25.000, 10/13/2022 22:17:24.000, 10/13/2022 22:52:25.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No sensor expired alert, lost sensor2 alert, sensor signal not found, sensor error alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No loose components or evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case, a cracked case behind the pump near the battery tube compartment and a end cap address label missing. Battery cap contact missing/damaged was unknown. Cosmetic damage (rattling anomaly) was not confirmed, however, other cosmetic damage was noted. Blank display was not confirmed. Rattling anomaly and no delivery alarm/insulin flow blocked alarm were not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.